Manufacturer narrative:
It was reported there is a black ring on the needle that can be rubbed off. To aid in the investigation, six samples with the plastic shield, but no packaging blister, and one photo was provided for evaluation by our quality team. A visual inspection was performed with 10x magnification and there is a black dot on the needle at 9/16"-10/16" from the needle hub. The black dot is about 1/64" long and can be removed when touched. The photo provided shows one of the samples received. No other defects or imperfections were observed. The samples were shown to associates and none have seen this symptom before. However, they mentioned this defect could occur if, when assembling the needle to the needle hub, the cannulator left a mark on the needle. A device history record review was completed for provided material number 303005, lot 2363753. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Verification of the cannulator was performed. The settings were correct, and the alignment of the feeder was good. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Event description:
It was reported that the bd conventional needles had a black ring on the center of each needle which can be rubbed off. The following information was provided by the initial reporter: verbatim: customer reported that there is a black ring on the center of each needle which can be rubbed off.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4 device expiration date: na. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.